Manufacturer narrative:
The product issues reported (system notice 50012 and pressure/flow issues) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced without resolve. It was also noted that there was no frosting on the catheter shaft. Troubleshooting was done with tank replacement and venting without resolve. Pressure was fluctuating at lower than optimal levels before cutting off. The catheter was replaced, and a pressure increase was noted. Then, the coaxial umbilical cable was replaced again, and the pressure increased again. A fourth coaxial umbilical cable was used, but flow and pressure were still not at optimal levels. Another system notice was received indicating that the refrigerant delivery path was obstructed. The tank was vented again but the system notice persisted. The case was aborted, and the patient was under general anesthesia. A field service visit was scheduled for a later date. No patient complications have been reported as a result of this event. On 2017-12-19, 08:15:52: a field service visit took place on a later date and the console was serviced as appropriate.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed the 50012-system notice ¿the refrigerant delivery path is obstructed¿. Multiple applications were performed with two different catheters. The product issue reported (system notice 50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.